Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid, dose and concentrations not reported via an implantable pump. On (B)(6) 2020 the patient reported that their previous pump was replaced because back in either (B)(6) 2019 or (B)(6) 2020. The pump broke through her skin and she had medication dripping down her leg. The patient stated she had to have emergency surgery. No further complications were reported regarding the event.